Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for contoura 1000/1080 we have been able to find several complaints concerning patient falling from the bed due to the various reasons. There is no trend observed for this failure mode. The product involved in the incident is a contoura 1080 bariatric bed, serial number (B)(6), model number c1080 manufactured on 2009-12-16. The device history record (DHR) was reviewed and no anomalies have been found. All contoura beds are assembled in accordance to current work instructions and checked by qualified inspectors in accordance to quality procedures, before they are cleared for dispatch. Inspection procedure requires to check functionality of safety sides on 100% of manufactured beds. It is worth to be noted that this complaint is the first one registered in track wise for the serial number. Upon the event occurrence, the device has been in use for over 6 years. Based on all information gathered, we were not able to confirm whether the safety sides were in up position during the issue occurrence or not. We did however confirm, that there was no allegation regarding actual device malfunction. After the fall, the beds function, including operation of safety sides, were checked by the facility staff and assessed as fully working. The patient has been put back to the bed. The contoura 1080 bed is equipped in integral folding safety sides with width adjustment. The instruction for use (e.g. #746-128-UK rev. 6) provides all necessary information regarding safe product usage. It also gives the information how to operate the safety sides. It is worth noting that the bari-breeze mattress, which has been used along with bed frame during the issue occurrence, is fully compatible with the contoura 1080. In summary, the device was being used, when the event occurred, for the patient treatment, the device contributed to the event since the patient fell down from the device. Based on all information provided above and fact that there was no actual device malfunction, it appears likely that the event occurred as an effect of the patient rolling over the safety side if that was actually put up. Unfortunately, since the event was unwitnessed one, we were not establish the exact sequence of events that have led to the fall. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially arjohuntleigh has been informed that a resident was laying on a (B)(6) mattress placed on the contoura 1080 bed with safety sides being put in a wider option. It was reported to us that the resident turned over, was stretching and fell over the top of the safety side and onto the floor. After the event occurrence, the patient was put back into the bed. From additional information provided we were able to establish following: the patient was a female, age (B)(6) with weight indicated as (B)(6). After the fall, the patient complained of pain in her left hip, was taken for an x-ray but no broken bones, was monitored and turned periodically to shift the weight and assess the area of concern. The equipment was retained in use due to the requirements of the facility, that the bed had been tested by staff and himself and that no faults in operation were apparent, all areas working as expected and safety sides were able to be locked in position.